Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of over 600 mg/dl. The customer¿s current blood glucose level was 512 mg/dl. The customer experienced different blood glucose level of 564 mg/dl. The customer was treated with manual injection and bolus with insulin pump. The customer did not report symptoms as a result of high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was declined by the customer for high blood glucose level. Customer did not allege that the insulin pump was under delivering. The customer stated that drive support cap appears to be normal. The customer stated that infusion test had bent cannula. The insulin pump will not be returned for analysis.